Event description:
Rptr checked dose which was 39.5 mci on his calibrator. He loaded the vial into the device and attached an 18 gauge needle. He then proceeded to inject the dose into the pt's mouthpiece. The bulb on the gun would not compress to release air through the vial, therefore giving the pt the dose. Her impression was that one of the needles of the injection apparatus was not fully into the vial cap or that one of the needles had been clogged. He quickly readjusted the vial and repeated the injection of the isotope. The bulb did not compress at this time. A small amount of the isotope appeared to exist in the pt's lungs on the p-scope. Rptr took an image to get the best immediate ventilation possible for the radiologist to see. He took the gun and started taking measurements with one counter. He also started a 1 minute background count in the hot lab with a second counter. The readings were as follows: 6:18 hot lab with first counter, 3600k cpm and 2 mr/hr on x 1.0 setting; hot lab with second counter, 4618 counts; scan room by exhaust vent at ceiling 3000k cpm; scan room on the floor by pt 2400k cpm; 1.5 mr/hr on x 1.0 setting. These readings did not answer his questions because he was unaware of what the readings would be with this equipment on a normal pt and a normal situation. The pt was removed from the room. He immediately did a 60-second background of the scan room. The reading in the scan room was 3939 counts. This reading is consistent with normal background activity for the trap check. He then did 60 seconds with the pt's back to the scanner and the reading was 9326. The injection gun was then checked with a reading of 9488 at 6:26pm. The radiologist was informed of the situation. Since the background in the room was not abnormal the radiologist elected to continue with the perfusion study. At 7:28pm add'l readings were taken. The camera set up with 60 seconds time read 3024 scan room. The second counter background read 731. The wipes were performed and no abnormal readings were taken. Rptr's conclusion was that the isotope was either diffused by the room volume and exhausted. The dose must have escaped during readjustment of the vial or during malfunction of the injection gun.